Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular les (iol) implantation procedure, the iol got stuck between the plunger and the cartridge. The surgery was completed using another lens. According to the doctor such events have become more frequent.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray inside the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger is fully advanced outside the nozzle tip and is advanced under the lens. A segment of the lens is partially advanced outside the nozzle tip and is damaged. The remaining segment of the lens is returned loose outside of the device. Photo shows company device. The plunger has been fully advanced. The lens is seen trapped in the nozzle tip exiting the device and appears to be severely damaged. We are unable to determine the root cause for the reported complaint "iol stuck between the plunger and the cartridge". Plunger underride was observed. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).